Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for normal eri, the rv lead could not be removed from the header of the device. A new device and lead were implanted.

Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection noted the rv df-1 set screw was stripped and resulted in difficulty loosening the set screw.